Manufacturer narrative:
Device has not been returned; therefore product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that an instrument broke during surgery. During the retrieval process, the physician performed "a dural breach". The device was removed and the post-op xrays performed were normal.